Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue and advised the customer to cross check this unit with another good known life block and update the outcome. Root cause of failure was determined due to defective pressure sensor / transducer or corresponding measurement electronics on the life board electronics on the life block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer attempted zero sensor calibration, which was unsuccessful, and the adc count of press pat prox is out of range (1151) measuring 14.12mbar and press aux adc count is 4055 measuring 116.63 mbar, according to the adc screen. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned yet.

Event description:
The customer reported to vyaire medical that the bellavista1000 has an alarm 318 - inspiration valve failsafe failed or occlusion in inspiration. Furthermore, there was no patient associated with this event.